Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. Caller stated that the customer was using an erroneous insulin pump that ultimately led to her death. Called (B)(6) trying to get more information about customer's death, but he declined to give further details and ended the call. Nothing further was reported.